Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had bradycardia. The patient had not had a device check since 2014. Attempts to interrogate the device were unsuccessful. The device was explanted and replaced. The patient tolerated the procedure well.

Event description:
New information received suggests the elective replacement indicator (eri) had been reached.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Final analysis revealed the reduced output and lack of telemetry was due to normal low battery voltage. The device was implanted for (B)(6) years, which exceeded the device¿s (B)(6) years projected longevity and is considered normal battery depletion. Product code was reloaded after installing a new battery and the device was tested at nominal settings. Tests indicated that the device exhibited normal device characteristics with no anomalies.